Manufacturer narrative:
Updated fields: g3 and h10 this report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events were not reproduced, and the device did not meet the standard specifications. A root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 aware date of the initial MDR from jan 1, 2024, to january 28, 2024.

Event description:
It was reported, the 4k uhd lcd monitor had horizontal noise across the screen. The issue occurred during an unspecified procedure. The intended procedure was completed with another similar device. There was an unspecified delay during the changing of the monitor. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation found the monitor had blackout and lateral noise occurred during 4k output. Should additional relevant information become available, a supplemental report will be submitted.